Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had a catheter placed for unknown reasons, and the physician determined that the urethra was injured during insertion of the catheter. The patient then experienced urinary incontinence. The aus was explanted and replaced. There were no additional patient complications reported.